Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 12.0 x40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, it was noted that the balloon leaked. A visible pinhole was noted on the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.